Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a shoulder rotator cuff repair surgery, the probe electrode fall off. Delay was greater than 30 minutes and a back up was available to complete the procedure. The pieces were successfully removed from the patient. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Health effect - impact code updated. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found damage to the tip of the saphyre probe. The electrode was in the correct position however the insulation had been damaged above and below the electrode. The insulation showed tearing, stretching, and there were locations where insulation was missing. A functional evaluation found ablation was occurring near the damaged insulation and not exclusively at the electrode. The image provided by the customer confirmed the results found during the visual inspection of the device returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that may have contributed to this incident include applying pulling or prying forces to the tip of the probe that are inconsistent with normal use. No containment or corrective actions are recommended at this time.